Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt at risk to have high levels of chromium and/or cobalt in her blood from the metal debris that has emanated and/or will emanate from the products that were inserted during her hip replacement surgery and to have severe pain, swelling, inflammation, and damage to the bones and tissues surrounding the products. It is further alleged that the pt will likely require revision surgery.